Event description:
Our affiliate is reporting to us that the facility has had some monitor interference with the use of this device. They are reporting o2 and EKG monitoring equipment interference. They are reporting no patient consequences.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt of device.

Manufacturer narrative:
The complaint device was sent from the account to the manufacturer requesting an upgrade as opposed to requesting a fault analysis based on the reported event. The manufacturer was unaware of the event and so did not address any investigation towards fault finding at the point that the device was received by them. They did perform the requested upgrade, and in the end performed a full functional and electrical series of test to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found with the vapr generator. The device has since been returned to the facility and has been back in service without any further reported issues. The root or underlying cause for the reported event cannot be attributed to the vapr generator. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.